Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via clinical study regarding a system being used to deliver morphine 10.0 mg/ml (milligrams per milliliter) at 0.48 mg per day for non-malignant pain and failed back surgery syndrome. The patient developed a spinal headache post-implant which was diagnosed by an examination on (B)(6) 2015. There was medical or non-surgical therapy of a blood patch done on (B)(6) 2011 and the event resulted in prolongation of existing hospitalization. The programming date from the most recent refill prior to the event was (B)(6) 2011, and the event resolved without sequelae two days later. The event was considered related to the device or therapy as well as to the implant procedure, surgery, and anesthesia.